Manufacturer narrative:
Device power up properly after battery installation. However, device received with high sleep current due to corroded electronic assembly. The motor assembly found with traces of corrosion. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms were noted. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unspecified error and was not able to clear. Customer stated that the back of battery compartment had crack. Customer stated their was no physical damage to the reservoir lip ring. Customer stated insulin pump was able to lock in place when inserted in insulin pump. No harm requiring medical intervention was customer reported the contacts were not missing, damaged, or corroded and neither compartment nor spring are damaged or corroded. The insulin pump will be returned for analysis.